Event description:
An administrator reported a system message displayed causing the system to freeze. During troubleshooting, the infusion pressure was lost and eye went soft. A syringe filled with sterile balanced salt solution (bss) was used to re-inflate the eye. Once the system was restarted it functioned normally. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system, verified system message ¿fluidics ¿submodule failure (supervisor timeout)¿ in the event log, and replaced the supervisor assembly. The system was then tested and met product specs. The replaced supervisor assembly was returned for in-house eval. A root cause has not been determined. (B)(4).